Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer's spouse reported via phone call that the customer had an unknown alarm, but the customer could not clear it because there were issues with the keypad on the insulin pump. The patient's blood glucose level was 226 mg/dl at the time of the call. The spouse stated the batteries were taken out of the insulin pump, but were not taken out longer than the duration allowed by the insulin pump. The insulin pump was not alarming during the time of the call. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.